Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The pump battery fully depleted from 50% within 12 hours. The pump was able to be turned back on after connecting to a power source. There was no impact to the customer's blood glucose level. It was confirmed that the customer had alternate insulin therapy available.